Manufacturer narrative:
Missing segments/partial display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the self-test and displacement test due to missing segments/partial display. Insulin pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had partial display. The customer¿s blood glucose was 81 mg/dl. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.